Manufacturer narrative:
Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution/reporter phone (B)(6).

Event description:
It was reported that the flow does not work well. It was unknown how the issue was found. No patient or user harm was reported. Per the diagnostics performed by the engineer, the flow does not work properly. A field service engineer (fse) was assigned to evaluate the unit. The circuit would be checked, and functional testing would be performed. Further information is pending.

Manufacturer narrative:
The field service engineer reported that the supervisor onsite determined that that oxygen intake was faulty, and it was giving the required flow of oxygen. It was reported that the oxygen intake was replaced, and the issue was resolved. The system meets the specification for the performed service and is returned to use.